Event description:
Vaginal mesh complications: procedure done (B)(6) 2010 for prolapse: so far, vaginal erosion corrected by additional surgery: pain ongoing with no visible issues from gynecological view: going to see urologist for assessment and removal.